Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the run button will not depress and the unit goes on for 2 minutes when you open the jaws and press the sleeve that sticks out to turn it on. The unit is allegedly always in standby too.